Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that since they had a bone density scan last february 10 of this year, they started to have no control of their symptoms and could no longer control their urge to go to the restroom. The patient stated that the ins was working fine and it was perfect before they had the bone density scan and they think the scan did something to their device. The agent reviewed bone density scan with the patient and also reviewed interstim optimization. The patient increased the intensity. The agent reviewed and redirected the patient to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.